Manufacturer narrative:
Date rec'd by MFR: 17apr2019. An aveox blower motor controller was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was not duplicated, no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 17jan2019. The service engineer (se) inspected the device. The se found an abnormal noise and burning smell from blower. Resolution and disposition: the se will replace the motor controller printed circuit board assembly (pcba) and blower assembly to address the issue.

Event description:
It was reported that the ventilator had a burning smell. No patient involvement. Event date not specified; estimate used.